Event description:
Complainant alleged that the medics were attempting to resuscitate a patient (age and gender unknown) in cardiac arrest, but the device would not discharge. The medics had successfully administered three shocks to the patient but when attempting to administer a fourth shock to the patient the device would not discharge. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.